Event description:
Fluid was noted - antibiotic - backing up into the primary tubing chamber immediately after the antibiotic was initiated. Infusion stopped and tubing changed. Dates of use: one day - (B)(6) 2010. Event reappeared after reintroduction? No.